Event description:
Device 1 of 2. Reference MFR report #1627487-2013-12536. It was reported the pt was implanted with trial leads on (B)(6) 2013. Four days late later one of the pt's lead insertion sties had purulent drainage and appeared to be infected. The physician remove both leads. The pt was admitted to the hospital for intravenous antibiotics. Note the pt received two leads from different lots. Both leads are being reported.

Manufacturer narrative:
Method: review of the DHR found a nonconformance related to the product lot. However, the individual affected device was reworked and all devices within the lot met acceptance criteria. Therefore, the DHR anomaly is not related to the alleged device complaint. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.